Event description:
The clinician reports the implant was inserted (B)(6) 2023 in the patient's mouth. Details of surgery: sinus augmentation and immediate extraction site. On (B)(6) 2024, non-osseointegration was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: pain and increased sensitivity. No further patient complications were reported.